Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the insulin gauge displayed a fill estimate of 0 units, the customer withdrew 60 units of insulin from the cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin. Blood glucose level was 419 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.